Event description:
The recipient suddenly lost hearing with the device in the middle of july. There are no reports of any head trauma and no swelling around the implant was seen. The recipient was re-implanted.

Manufacturer narrative:
Conclusions: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly lost hearing performance with the device in the middle of july. The user was re-implanted.